Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported the infusion pressures were fluctuating during a vitrectomy procedure. The scrub nurse unknowingly disabled the iop control. Technical services was called, the nurse was instructed to enable iop control and surgery was completed with no impact to the pt.